Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon (iab) was found leaked after 30 minutes into usage. As a result, the iab was removed and it was replaced with a new iab. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported the intra-aortic balloon (iab) was found leaked after 30 minutes into usage. As a result, the iab was removed and it was replaced with a new iab. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. A broken central lumen was noted on the returned device during the complaint investigation. A break in the central lumen can result in a helium leak through lumen crossover. No other leaks were detected during functional testing. The root cause of the broken central lumen is undetermined but a potential cause is a result of customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.